Event description:
"Customer contacted on 5/27/2024 to report 1 invalid result false positive for flu b. Evidence provided. Test ran on (B)(6) 2024. Before starting, were the instructions read? Y/n. Yes. May I have your lot and test kit #? Lot #: k10a110102243m6. Test kit #: 3a4k2w3f. Location of testing? Indoor/outdoor indoor. Was the test completed on a flat surface? Y/n. Yes. Was the swab rotated 5 times in each nostril? Y/n. Yes. Were you 6 feet from another person when taking the test? Yes. Were you exposed to covid with in the previous 24 hours of testing? No. Was the vial liquid purple in color? Y/n. Yes. Was the test moved while it was running? Y/n. No. How soon after the initial positive test was a retest(s) completed? 30min. What test did you use to confirm the false positive? Lucira bye pfizer covid and flu. How many total tests were run before getting this false positive? 1. Did the person tested, contact a healthcare provider? Y/n. No. If yes, how is the person tested doing? Is the person tested undergoing any treatment? - is your kit covid/ flu or covid 19? Covid flu. Please provide the status of each led status? (Only for covid/ flu kits) covid led status: negative::on. Flu a led status: negative::on. Flu b led status: positive::on".

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4) for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: - assay false amplification (design defect). - air bubbles in reaction chamber (design defect). - assay contamination/degradation (process failure). - improper storage/handling (use error).

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. CAPA-000069 is open and ongoing to investigate an uptick in nonconformances (ncrs) during lot release due to "false positive". Potential impact to product in the field is under investigation, as the associated ncrs are pending final disposition including the final product failure mode. Failure analysis (fa) was performed on 1 affected device (k10a110102243m6) for the issue of "false positive." Failure analysis investigation finding "test unit: no cause established" was concluded. Based on the information obtained during fa, a most probable root cause for the reported issue of "false positive" cannot be determined. A DHR review of kit lot number k10a110102243m6 (expiration date 17jun2025) was performed; no ncrs were identified that could have contributed to the issue of "false positive." The potential harm resulting from "false positive" cannot be identified, as a most probable root cause was not determined. Refer to the lucira covid-19, flu a and flu b system hazard analysis (rsk062, revb.0) for a list of all potential harms related to "false positive". Rsk062 has been revised to revd.0; however, rsk062 revb.0 remains applicable to this investigation due to the date the product was commercially manufactured. Based on the information above, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. Failure analysis investigation finding "test unit: no cause established" was concluded for k10a110102243m6. As a result, a most probable root cause for the reported issue of "false positive" cannot be determined. H3-device evaluated to yes.

Event description:
Customer contacted on 05/27/2024 to report a false positive test. Evidence of the test provided. No information when the test was ran. Before starting, were the instructions read? Y/n yes. May I have your lot and test kit #? Lot #: k10a110102243m6. Test kit #: 3a4k2b1e. Location of testing? Indoor/outdoor indoor. Was the test completed on a flat surface? Y/n yes. Was the swab rotated 5 times in each nostril? Y/n yes. Were you 6 feet from another person when taking the test? Yes. Were you exposed to covid with in the previous 24 hours of testing? No. Was the vial liquid purple in color? Y/n yes. Was the test moved while it was running? Y/n no. How soon after the initial positive test was a retest(s) completed? 12-24 hours. What test did you use to confirm the false positive? Antigen tests and pcr test. How many total tests were run before getting this false positive? 0. Did the person tested, contact a healthcare provider? Y/n yes. If yes, how is the person tested doing? Is the person tested undergoing any treatment? I am fine. My pcr was negative, no covid detected. Is your kit covid/ flu or covid 19? Covid flu. Please provide the status of each led status? (Only for covid/ flu kits): covid led status: positive::on; flu a led status: negative::on; flu b led status: negative::on.